Event description:
In this event it was reported that a nitiflex file separated; no injury resulted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event therefore, is reportable per 21 cfr part 803. The device is available for eval, though results are not available as of this report.